Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer stated that the doctor was doing his first insertion and the catheter tip ended up the pericardium. The pt had to be taken to the or. Per the or, they do not think that the catheter was the cause of the misplacement.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.